Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the display of insulin pump was frozen. Customer's blood glucose level was unknown. Customer also stated that the no alarms occurred during or after the buttons stopped responding. Customer was advised to remove current battery, ensure screen goes completely blank, and then insert new battery, screen was not blank after inserting new battery. Insulin pump did not alarm following new battery insertion. Customer was again advised to monitor insulin pump for 3 minutes to verify time clock works properly and frozen display or alarms. Customer stated the time was still frozen. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will not be returned for analysis.